Event description:
It was reported that the device of bearing defect. It was unknown if there was any patient involvement or complications as a result of the event. Additional information was received stating that detached bearings were found during evaluation. It was reported that there was no patient involvement.

Manufacturer narrative:
H3:product analysis :evaluation determined that the bearing was dislodged/broken. The likely cause of failure could not be determined. It was also noted that deterioration of the stamp on the exterior was found. B3:date of notified: (B)(6) 2025. This regulatory report is being submitted due to retrospective review through CAPA (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.